Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two pumps alarmed downstream occlusion with an extension set. Reporter stated the extension set was put the right way, clamps were open, straight and not bent. Reporter stated they took a new extension set and put it to the cassette and with both pumps still got downstream occlusion alarms. After these attempts, a third pump was used, and one extension set was able to be primed. There was no patient involvement.